Manufacturer narrative:
The initial MDR was filed as MFR. (B)(4). Additional review showed the correct manufacturing site was (B)(4).

Event description:
Additional information received from a foreign healthcare provider (hcp) via a manufacturer representative indicated a pump revision occurred on (B)(6) 2016, at which time the pump was replaced. Additional volume discrepancies occurred on (B)(6) 2016 (arv 8 ml and erv 3.2 ml), (B)(6)2016 (arv 11 ml and erv 6.1 ml; switched compounding pharmacies around this time), and (B)(6) 2016 (arv 13.5 ml, erv 10.7 ml), (B)(6) 2016 (arv 8 ml and erv 3.7 ml), (B)(6) 2015 (arv 12 ml and erv 9.4 ml), (B)(6) 2015 (arv 8 ml, erv 4.2 ml), (B)(6) 2015 (arv 5 ml and erv 2 ml), (B)(6) 2015 (arv 17.5 ml and erv 15.8 ml), (B)(6) 2015 (arv 7 ml and erv 3.7 ml), (B)(6) 2015 (arv 11 ml and erv 8.9 ml), (B)(6) 2015 (arv 6.5 ml and erv 4.1 ml), (B)(6) 2014 (arv 6.5 ml and erv 4.6 ml), (B)(6) 2014 (arv 6 ml and erv 4.6 ml), (B)(6) 2014 (arv 5.5 ml and erv 3.6 ml), (B)(6) 2014 (arv 13 ml and erv 12.8), and (B)(6) 2014 (arv 7.5 ml and erv 7.8 ml). The pump was implanted in (B)(6) 2014 due to pump elective replacement indicator (eri). The serial number catheter could not be obtained. No further information was provided. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(6).

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received fentanyl citrate (500mcg/ml, 341mcg/day) in an implantable pump for an unknown indication for use. During the last few refills, the actual residual volumes were consistently much higher than the expected residual volume. The manufacturer representative asked for additional clarification and was sent the interrogation history [(B)(6) 2016 refill prior to revision actual residual volume (arv) of 14ml, expected residual volume (erv) of 10.1ml; (B)(6) 2016 refill: arv of 11ml, erv of 6.1ml; and (B)(6) 2016 refill: arv of 6ml, erv of 1.1ml]. The entire system was replaced on (B)(6) 2016. No symptoms were reported. No further information was reported.